Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported to be due to the patient using an unclean shower head; however, the peritoneal dialysis registered nurse (pdrn) clarified the cause of the peritonitis event was unknown. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics. On an unknown date, pd therapy was discontinued and the patient started hemodialysis (hd). Additional information was not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).